Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was ventricular oversensing. The oversensing was later attributed to the external environment because when the patient changed rooms, the interference went away. Both ventricular leads remain in use. No patient complications have been reported as a result of this event.